Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Implanted: , explanted: , product . Type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. On september 7th the patient reported trying to recharge several times and seeing a recharger not found message, it connects for a split second and then turns off and says recharger inactive. The patient reported discomfort whilethey were recharging. Patient still has staples in and bandage over incision. The patient reported a kind of tingling sensation if they leave the recharger back there to long or feel like shocking sensation while they were recharging. The following troubleshooting steps were performed; reset the recharger, dismissed code 3167, located the ins by looking for incision and/or palpating the ins, recommended using recharger over a thin layer of clothing, they currently had bandage which covered the entire surface of the skin. The issue was not resolved through troubleshooting. Patient goes back to the doctor on thursday to get staples out. Patient is going to take equipment with her to try recharging after bandage and staples come out. Patient said it is tender. Patient said ins battery is at 50%. Doctor said it was ok to recharge. On september 9th the hcp reported that the wireless charger (wr) was not charging the ins since pt first tried to charge sept. 3rd and recharge application wasn't finding ins and they were only seeing that device couldn't be found. Pt also spoke to someone this weekend from the manufacturer with whom they did troubleshooting but this didn't resolve issue. Today in clinic the ins is at 30% and they've been working about 20 min to try to get wr to connect to ins but it's not starting charge session and will eventually show device inactive with code 4100. They have reset wr 2x and this hasn't resolved issue. Ts (tech support) suggested resetting ins itself and was going to walk through this but caller says pt already tried this over the weekend during troubleshooting. There may be some swelling present per hcp. Ts suggested replacing wr. Potential oob (out of box) failure. Additional information was received from the manufacturer representative (rep). Caller indicated frustration with patient on not being able to get coupling, or taking too long to recharge, and shocking in pocket while recharging since implant. Patient and their husband are unable to feel ins in pocket area. The patient does have extra adipose tissue, and caller indicated physician sutures the old pocket and creates a smaller pocket cephalad. Caller reported the replacement wr9220 had even more difficulty connecting to ins so they are using the original wr9220. The shocking has been going on since initial recharging, and patient has charged with underpants over the recharger, and put tape over the metal pins with issue still occurring. Patient can not use charge belt due to the position of the recharger that is needed to connect to the ins. Caller is meeting with patient and clinician on monday, (B)(6) 2021. Th ey believe the pocket needs a revision due to unable to locate ins by palpating. No further complications were reported.